Event description:
Product evaluation (pe) received a misleading complaint. The customer stated that the device he received in a 354-3507 (350cc siltex moderate round gel device) labeled box was actually a 400 cc textured moderated round gel product. Changes in the applicable manuafacturing processes were implemented to required line clearances and to enable better segregatopm of material and work flow. Also, training was conducted with all appropriate personnel to increase awareness. Subsequently, reducing the possibility of future events of this type. Trends for these types of failures will be closely monitored in production and product evaluation by mentor quality assurance.

Event description:
It was reported to product evaluation that the box was labeled for a 350 cc device but the device in the box was a 400 cc device. There was no pt contact.